Manufacturer narrative:
Cec adjudicated the event date as 2 sep 2017. Cec assessed the mi as no event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by stable angina. During the index procedure, one resolute onyx drug eluting stent was implanted in the lad. On the same day patient suffered elevated troponins. It is indicated that myocardial infarction occurred. The investigator assessed that event is possibly related to the study device and procedure but not related to the therapy.